Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after completion of a da vinci-assisted cholecystectomy surgical procedure, the patient returned to surgery on post-operative day #6 for an exploratory laparotomy. The surgeon discovered the cystic duct was no longer clipped. This resulted in bowel peritonitis. The surgeon performed a wash out. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.